Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer replaced the power cord and the reported issue did not reproduce. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported leak alarm during use on a patient on the vela ventilator. The customer reported the patient was transferred to another ventilator. The customer confirmed there was no patient harm associated with the reported event.

Manufacturer narrative:
Device evaluation:g3, g6, h2, h3, h6 and h10 . "Results of investigation: vyaire medical received the device for evaluation. Technician visually inspected on uut (unit under test) assembly, there were no visible defects, damage, or contamination. The unit under test was connected to a known good a/c source and verified 115v output. Connected to a known good vela test stand. Powered in user mode where the unit showed no fault alarms upon start-up. Unit was powered in service mode, the event log was reviewed and found no relatable errors. Power was cycled into user mode and resumed users' last known settings. Allowed unit to run for approx. 25 minutes and observed no abnormal operation. The reported complaint was unable to be confirmed or duplicated. The power cord was tested and was found to be functioning as intended. "